Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during a procedure, electrode seven had impedance measurements at 40,000 ohms. The contributing factors were unknown. The rep reconnected several times, checked connectivity, and impedances again with no resolution. The issue was not resolved at the time of the report and surgical intervention was not planned. Additional information received from a manufacturer representative (rep). The cause of the issue was unknown. The rep took the lead out, wiped it down, and put it back in several times while checking connection and impedance. The issue was not resolved, but the patient was able to program around it. No further complications were reported.